Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed due to a power supply connector that had no power output voltage. The root cause for the defective power supply connector could not be positively identified. There was no adverse event that resulted from the damaged charger.